Event description:
Right proximal sfa intevention with protege stent. The lesion was pre-dilated with balloon. The physician used a contralateral approach with a cook balkin sheath. Two bard 100mm conformaex nitinol stents were implanted in the distal sfa and overlapped. The protege stent was then implanted proximally overlapping the bard stent. At a 30-day follow-up; the physician noticed the protege stent was fractured circumferentially. Patient is reported as ok, no intervention required at site of fracture.